Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of the malfunction identified during evaluation tip cover glass damage was due to a component failure of the tip cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid arthroscope had tip cover glass damage. There was no patient involvement.